Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient received a simultaneous flow of solution resulting in a drop in blood pressure during an infusion coincident with a clearlink secondary adminstration set. The secondary administration set was being used to deliver vancomycin at 250 ml/hour and was on a pump as a secondary line. It was reported that when switching out the patient's maintenance bag (unspecified), the patient experienced hypotension. Treatment for the hypotension was not reported. No further information was provided regarding the patient's outcome from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.